Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown) during surgery, the associated defibrillator failed to discharge using these internal handles. Complainant indicated that the patient subsequently expired; however they do not believe this was device associated.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. Evaluation results: the set of internal paddles were not returned zoll medical corporation for evaluation. Instead, the service technician and hospital territory managers visited the customer's site. The customer indicated that the failure to discharge was due to the operator not being trained to use the device with internal huddles. Only appropriate trained, skilled personnel who are familiar with equipment operation should perform emergency defibrillation. Analysis for reports of this type has not identified an increase in trend.